Manufacturer narrative:
(B)(4).

Event description:
It was reported the procedure was being performed in the emergency department. During insertion, the physician was placing the catheter and he got into the patient's artery, pulled back both the needle and the catheter back and then cannulated the vein. He attempted to thread it and met resistance and it wouldn't thread any further. The physician then pulled back on the guide wire but the wire would not come out. The needle came out easily but the wire kept unraveling.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint of the guide wire unraveled while inserted through the introducer needle was confirmed. No sample was returned but the customer returned two pictures. One was of the lidstock and the other was of the unraveled guide wire. The product and lot number on the lidstock matched what was reported by the customer. The guide wire picture confirmed that the wire was unraveled from the proximal end but where the core wire broke could not be determined from the pictures. In addition, the distal end of guide wire was not present in the pictures. No other damage was observed. Instructions for use describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The device history records were reviewed with no findings relevant to this complaint. Based on these circumstances, operational context caused or contributed to the event. No further action will be taken.